Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had pocket revision in (B)(6). The manufacturer representative (rep) does not know why and when the date of the event occurred that led to the revision.